Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that the gehc service representative replaced the control panel assembly, and the unit was returned to service.